Manufacturer narrative:
Reference medwatch 2032227-2015-49513 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 46 mg/dl. She treated her low blood glucose level with cranberry juice. The insulin pump alarmed lost sensor. The customer's sensors were bent all the time. The sensor readings were off and the insulin pump would go into threshold suspend. A sensor that she inserted was hurting her. The device was not returned.